Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received inappropriate shocks. "Changes in capture and sensing" were noted. Noise, indicating possible oversensing was also observed on the egm and as the patient was seated. The lead was replaced. There were no further patient complications as a result of this event.